Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse event(s) of scrotal swelling. Per the pdrn, the patient¿s scrotal edema was caused by inflammation, and not due to a fresenius device(s) and/or product(s) malfunction or deficiency. Scrotal edema is a common complication in pd patients and can be caused by a variety of complications such as congenital abnormalities, mechanical problems, infection, or hernias. Based on the information available, the liberty select cycler can be disassociated from the serious adverse event(s). There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse event(s). Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet user expectations or manufacturer specifications.

Event description:
On (B)(6)2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was experiencing negative ultrafiltration (uf) and fluid in his scrotum (scrotal swelling). During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient recently underwent radiological testing to determine the cause of the patient¿s uf concerns and scrotal swelling (began(B)(6)2023). The pdrn stated the results found no pd catheter (not a fresenius product), congenital abnormalities, hernia, peritoneal leakage, or hydrocele. It is believed the patient is experiencing scrotal swelling due to inflammation (cause unknown) and was treated with scrotal elevation at night and oral levaquin 500 mg daily x 10-14 days. Despite no abnormalities being discovered, the patient¿s fill volume was decreased to 1200 ml per exchange as a precautionary measure. Additionally, the pdrn confirmed a replacement liberty select cycler was requested, however the request is not due to the scrotal swelling. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy (replacement has not arrived yet) and is recovering from the events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 8/jan/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was experiencing negative ultrafiltration (uf) and fluid in his scrotum (scrotal swelling). During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient recently underwent radiological testing to determine the cause of the patient¿s uf concerns and scrotal swelling (began (B)(6) 2023). The pdrn stated the results found no pd catheter (not a fresenius product), congenital abnormalities, hernia, peritoneal leakage, or hydrocele. It is believed the patient is experiencing scrotal swelling due to inflammation (cause unknown) and was treated with scrotal elevation at night and oral levaquin 500 mg daily x 10-14 days. Despite no abnormalities being discovered, the patient¿s fill volume was decreased to 1200 ml per exchange as a precautionary measure. Additionally, the pdrn confirmed a replacement liberty select cycler was requested, however the request is not due to the scrotal swelling. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy (replacement has not arrived yet) and is recovering from the events.